Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, the device could not wake to generate a new pairing code, and it became disconnected from the mobile app while the patient was using an fsl3+ cgm; blood glucose was reported at 93 mg/dl and not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included collection of device history and complaint details with a replacement device issued and receipt and inspection of the returned device. Investigation of this case revealed a user interface control failure of the sleep/wake button consistent with a hardware malfunction of the pump enclosure controls; no alerts or alarms were reported. It was concluded upon opening the device, fluid ingress was identified as the cause of the malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.